Event description:
According to the reporter, eight days after a laparoscopic appendectomy, the patient had fluid in the belly. The patient went home, and after a week, the patient had pain and a fever. The patient went to the emergency room to collect the fluid by the suture site and had antibiotics but did not become better. The patient was back to the emergency room on day 10 and got rescanned with tons of fluid. The patient was brought back to the operating room for a diagnostic laparoscopy, and the staple line had leaks, but it was fully healed. The patient was admitted to the intensive care unit. Antibiotics for another week, and I was back to normal. The patient was discharged from the hospital on day 15.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, eight days after a laparoscopic appendectomy, the patient had fluid in the belly. The patient went home, and after a week, the patient had pain and a fever. The patient went to the emergency room to collect the fluid by the suture site and had antibiotics but did not become better. The patient was back to the emergency room on day 10 and got rescanned with tons of fluid. The patient was brought back to the operating room, and the staple line had leaks, but it was fully healed. The patient was admitted to the intensive care unit. The patient had antibiotics for another week and was back to normal. The patient was discharged from the hospital on day 15.